Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected a ventricular arrhythmia and appropriately withheld therapy due to the stability and wavelet criteria being met. The ICD then fails to withhold therapy and delivered inappropriate shocks for the ventricular arrhythmia. The patient then went into a true ventricular arrhythmia and the ICD withheld therapy thinking that the arrhythmia was still ongoing. The patient had to be externally defibrillated in the emergency room (ER). The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.